Event description:
Nurse stated that while assessing pt they were leaning against siderail, their knee may have pushed lock tab causing rail to fall out of locked position and fall on left foot. Applied ice to foot.